Event description:
A complaint was received via email regarding an unspecified error message with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. It was reported that the customer was seen in the intensive care unit (ICU) where a blood glucose result of 14 mg/dl was obtained and the customer was hospitalized due them being hypoglycemic. The customer was provided unspecified treatment for their hypoglycemia symptoms and in addition, the customer was incubated and provided ventilated for treatment. It was further reported that the customer uses "novorapid pumpcart insulin" and it was switch to "campaps". Adc customer service attempted to gain additional details regarding this event; however all follow-up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that product continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and the product, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email regarding an unspecified error message with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. It was reported that the customer was seen in the intensive care unit (ICU) where a blood glucose result of 14 mg/dl was obtained and the customer was hospitalized due them being hypoglycemic. The customer was provided unspecified treatment for their hypoglycemia symptoms and in addition, the customer was incubated and provided ventilated for treatment. It was further reported that the customer uses "novorapid pumpcart insulin" and it was switch to "campaps". Adc customer service attempted to gain additional details regarding this event, however all follow-up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event. Abbott diabetes care (adc) received additional information from the customer on 23-apr-2025 which reported the following: a nurse reported that the customer was "had previously been hospitalized for severe hypoglycemia" however, it is unknown if the hypoglycemia was due to the used of adc device and the date of the hospitalization was not provided . The customer was again hospitalized on (B)(6) 2025 and as of (B)(6) 2025, the customer was in a coma at the hospital's ICU. The nurse further reported that on (B)(6) 2025, the customer wake up and the ventilator was turned off however, it was reported that the customer had "no neurological response". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a follow-up correction report. After the initial report was submitted on 22-apr-2024, abbott diabetes care (adc) received additional information from the customer on 23-apr-2024. Based on the additional information, the following sections below have been updated per additional information received from the customer. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that product continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and the product, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email regarding an unspecified error message with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. It was reported that the customer was seen in the intensive care unit (ICU) where a blood glucose result of 14 mg/dl was obtained and the customer was hospitalized due them being hypoglycemic. The customer was provided unspecified treatment for their hypoglycemia symptoms and in addition, the customer was incubated and provided ventilated for treatment. It was further reported that the customer uses "novorapid pumpcart insulin" and it was switch to "campaps". Adc customer service attempted to gain additional details regarding this event, however all follow-up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event. Abbott diabetes care (adc) received additional information from the customer on (B)(6) 2025 which reported the following: a nurse reported that the customer "had previously been hospitalized for severe hypoglycemia" however, the date of the hospitalization was not provided. The customer was again hospitalized on (B)(6) 2025 following severe hypoglycemia and was in a coma at the hospital's ICU. The nurse reported on (B)(6) 2025, that the patient was under the influence of alcohol (awaiting toxicology tests) at the time of their hypoglycemia, and neither the customer nor their spouse heard the numerous alarms emitted by the freestyle libre 3 sensor. The nurse also reported that on (B)(6) 2025, the customer woke up and the ventilator was turned off however, it was reported that the customer had "no neurological response". The nurse further reported that the freestyle libre 3 sensor ¿did not implicate this incident¿. Based on the nurse¿s additional information noting that the "freestyle libre 3 sensor did not implicate this incident¿, the reported medical event was unrelated to the use of abbott diabetes care (adc) device. Therefore, the adc device did not contribute to a serious injury and the issue is deemed to be non-reportable. No report is required.

Manufacturer narrative:
This serves as a follow up correction report. Section g3 (date received by mfg) was incorrectly documented in the follow-up # 1 as 23mar2025. The correct g3 date should be (B)(6) 2025. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a follow up correction report. Section b5 was incorrectly documented in the previously submitted MDR report. This section has been updated. As per the received follow-up information, the customer's medical event was unrelated to the use of adc device. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that product continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and the product, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email regarding an unspecified error message with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. It was reported that the customer was seen in the intensive care unit (ICU) where a blood glucose result of 14 mg/dl was obtained and the customer was hospitalized due them being hypoglycemic. The customer was provided unspecified treatment for their hypoglycemia symptoms and in addition, the customer was incubated and provided ventilated for treatment. It was further reported that the customer uses "novorapid pumpcart insulin" and it was switch to "campaps". Adc customer service attempted to gain additional details regarding this event, however all follow-up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event. Abbott diabetes care (adc) received additional information from the customer on 23apr2025 which reported the following: a nurse reported that the customer "had previously been hospitalized for severe hypoglycemia" however, the date of the hospitalization was not provided. The customer was again hospitalized on 10apr2025 following severe hypoglycemia and was in a coma at the hospital's ICU. The nurse reported on 15apr2025, that the patient was under the influence of alcohol (awaiting toxicology tests) at the time of their hypoglycemia, and neither the customer nor their spouse heard the numerous alarms emitted by the freestyle libre 3 sensor. The nurse also reported that on 23apr2025, the customer woke up and the ventilator was turned off however, it was reported that the customer had "no neurological response". The nurse further reported that the freestyle libre 3 sensor ¿did not implicate this incident¿. Based on the nurse¿s additional information noting that the "freestyle libre 3 sensor did not implicate this incident¿, the reported medical event was unrelated to the use of abbott diabetes care (adc) device. Therefore, the adc device did not contribute to a serious injury and the issue is deemed to be non-reportable. No report is required.